Manufacturer narrative:
There was a visual inspection of the instrument that confirmed fracture along the threads of the shank. The material of the implant showed to be made and treated to specifications. This evaluation determined that this failure was within expected risk. No cause could be determined as to the reported issue. The following pages have been updated: b4 , d2, d9, h3, h4.

Event description:
It was reported that a revision surgery was needed due to broken polyaxial screw found post operatively. This event occurred in austria.

Manufacturer narrative:
The device has not been returned for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed due to broken polyaxial screw found post operatively. This event occurred in austria.